Event description:
Device 2 of 2. Reference MFR. Report number:1627487-2019-00944.

Manufacturer narrative:
After further investigation it was determined that there is no allegation against this device.

Event description:
It was reported that lead revision surgery occurred in which the cervical lead (1627487-2019-00944) was explanted and replaced, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report number:1627487-2019-00944. It was reported that during device assessment one of the lead displayed high impedances. Surgical intervention may be pending to address the issue. It is unknown which lead is liable so both leads are reported.